Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a possibly inappropriate shock due to an atrial driven rhythm. It was noted that the patient had received multiple appropriate shock, and sometimes the shocks would accelerate the patients rhythm into ventricular tachycardia (vt) or ventricular fibrillation (vf) which were converted with another shock. Wide rhythms were also noted. As a result, the patient was admitted to the hospital. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a possibly inappropriate shock due to an atrial driven rhythm. It was noted that the patient had received multiple appropriate shock, and sometimes the shocks would accelerate the patients rhythm into ventricular tachycardia (vt) or ventricular fibrillation (vf) which were converted with another shock. Wide rhythms were also noted. As a result, the patient was admitted to the hospital. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a possibly inappropriate shock due to an atrial driven rhythm. It was noted that the patient had received multiple appropriate shock, and sometimes the shocks would accelerate the patients rhythm into ventricular tachycardia (vt) or ventricular fibrillation (vf) which were converted with another shock. Wide rhythms were also noted. As a result, the patient was admitted to the hospital. The s-ICD system remains in service. No additional adverse patient effects were reported.